Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient mentioned that they can't feel stimulation. Patient said they thought about asking to take it out. Patient said after they made an adjustment during the last call to patient services, it worked "about two weeks" and then "didn't work after that". Patient said they "haven't been going to the bathroom like I should". Patient connected to ins and increased stimulation until they could feel it and it was comfortable. Patient will maintain stimulation level and continueto monitor symptoms.

Event description:
Additional information was received from the patient. Patient said that on may 30th received botox treatment and this was the 2nd or 3rd time. Patient said that hasn't noticed any improvement since the recent botox treatment, said is urinating more and also hasn't been moving their bowels. Patient said has taken two laxatives. Patient would like to make an adjustment however asked for assistance as received message about password on the screen. Reviewed therapy information and general programming guidance. With assistance patient backed out of current app and reconnected using the correct app. Patient increased setting twice and confirmed can feel stimulation sensation. Patient to monitor symptoms and provide update to managing physician. Reviewed maintenance information regarding handset.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient (pt) was calling for assistance and was successful to use their equipment to turn stimulation off so they will be ready for a hernia surgery tomorrow morning. During the call pt said their stimulator does not work to help their symptoms, they keep going, urinating all day, they have been back to the doctor 2 or 3 times but it would not stimulate them (clarified they could not feel stimulation). Pt said, after they got the stimulator in 2021 they had botox and that helped a lot but they haven't had anything in a while. Pt said they saw the nurse erika at the doctor's office who moved it up until "until it happened, it did good" (understood pt meant they felt stimulation). Pt said erika asked if they want it on or off and pt wanted it on. Reviewed some general interstim information and recommended pt continue working closely with their doctor. Pt also said in january or february (2023) they went to get an MRI but forgot to tell them about the interstim and during the scan the "machine went off" and their "stomach went to do it like lightening" and they were screaming for the nurse. Pt said they w ere then told they should have told them and should have cut it off. Pt said they scheduled it for a week later and they cut it off but did not show them how to cut it off.